Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 23feb2016. No further follow up is planned. Evaluation summary a father reported that his son has been experiencing "constant lows" in his blood sugars since starting a new batch of cartridges, and he stated that the batch is too strong. He also stated that the son has been using the same luxura hd device for 5 years. The patient experienced decreased blood glucose levels. There was no specific complaint against the device and the device was not returned to the manufacturer for investigation (batch 0706g04, manufactured june 2007). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of batch 0706g04, in conjunction with batch threshold review did not identify any atypical trends with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy. One humalog insulin cartridge was returned for investigation (batch c433526c, manufactured february 2015). The cartridge appeared normal and no atypical trends were observed. There is evidence of improper use. The patient used the device beyond the recommended use period. This may not be relevant to the complaint of decreased blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a (B)(6)-year-old male patient of unspecified origin. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via reusable pen humapen luxura half-dose (hd) sample pen, sliding scale 3-5 times daily, for the treatment of type 1 diabetes, beginning in 2011. On (B)(6)-2016, he experienced constant lows sugars as low as 20 (unspecified units or range reference) since starting new batch of insulin lispro cartridge. ((B)(4) batch lot number c433526c for the cartridge; (B)(4)/ lot 0706g04 for the device). The event of constant lows sugar as low as 20 was considered serious for being medically significance. Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro therapy was continued. The operator of the humapen luxura and training status were not provided. The general humapen luxura and the suspect humapen luxura duration of use was five years. The device was not returned. The reporting consumer assessed the event as related to insulin lispro and humapen luxura. Update 04feb2016: upon review, this case was opened to add the medwatch and (B)(6) required device reporting elements for regulatory reporting. Update 23feb2016: additional information received on 22feb2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the device to a humapen luxura half-dose (hd) sample pen based on verifiable lot number; updated the improper use and storage to yes; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this report is associated with product (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) male patient of unspecified origin. Medical history was not provided. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via reusable pen humapen luxura half-dose (hd), sliding scale 3-5 times daily, for the treatment of type 1 diabetes, beginning in 2011. On (B)(6) 2016, he experienced constant lows sugars as low as 20 (unspecified units or range reference) since starting new batch of insulin lispro cartridge. (Product (B)(4) batch lot number c433526c). The event of constant lows sugar as low as 20 was considered serious for being medically significance. Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro therapy was continued. The operator of the humapen luxura and training status were not provided. The general humapen luxura and the suspect humapen luxura duration of use was five years. There was a reported ((B)(4) batch lot number unknown). If the humapen luxura was returned an evaluation would be performed. The reporting consumer assessed the event as related to insulin lispro and humapen luxura. Update 04feb2016: upon review, this case was opened to add the medwatch and european and canadian required device reporting elements for regulatory reporting.